Event description:
Nurse inserted peripheral device catheter noted blood leakage and when flushed noted saline leakage all at site. Removed device and noted fracture at junction of hub/cannula. Diagnosis or reason for use: peripheral line access for IV therapy.